Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call absence of insulin flow blocked. Customer's blood glucose level was 29 mmol/l. Customer advised they changed out their infusion set and had insulin flow blocked 4 separate times. Customer treated their high blood glucose via insulin pen. Customer had a power loss alarm and replaced the device with a new battery. Customer was able to rewind and complete the fill tubing process. Customer performed and passed the high pressure test. Customer had stretch marks and they tried to avoid the area in order to prevent any issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarm noted. The insulin flow blocked alarm functioning properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.